Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the entire screen becomes black and shows no images for the subject device. The issue occurred during preparation for use for a tracheoscope procedure. There were no reports of patient harm. The facility finished the procedure with the replacement device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. Based on the results of the investigation, the root cause could not be identified. However, it was possible that the damage to the image sensor unit may have led to the occurrence of the event. As for the cause of the breakage, since damage was confirmed to the insertion part, it is considered that it may have occurred due to an irregular load applied to the part, but it could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.